Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and replaced the damaged fiber optic connector assembly. The fse then performed functional and safety tests on the iabp. The iabp passed all tests and was returned to the customer cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was having fiber optic failure while in use on a patient. No adverse event has been reported.